Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to open the clip and unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted there was a large coaptation gap due to restricted leaflets. An xtw clip was inserted but the physician noted the clip was difficult to open and felt as though the lock was not unlocking properly. Troubleshooting was performed and the clip successfully opened. The clip was then deployed on the leaflet. However, after deployment, the clip opened to roughly 30 degrees. It was noted the clip was stable on the leaflets. To further reduce mr, a second clip was implanted, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to open or close (clip open ¿ difficult), and the reported unintended movement (clip open ¿ locked), could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿one fluoroscopic still image was provided which shows two fully deployed clips with no system in view indicating the image was taken post deployment of the second clip. The placement of the clips on the valve was not reported; it is not clear which clip is the first implanted clip (reported device) and which is the second implanted clip. One clip is angled such that the fluoro view is completely parallel to the clip arm plane; it is not possible to discern the individual clip arms or assess the clip arm angle. The clip arms of the second clip are more readily visible and appear to be at an angle of ~20°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made."